Event description:
A malfunction was reported with the code malf 9. There was no adverse impact to customer's blood glucose. Technical support provided information on resetting the pump and assisted the customer in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.